Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer in zone 16 was not responding or opening. A field service engineer replaced the pcba pyxis circuit board and checked all connections to the controller circuit board. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux drawer 16 was in yellow. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.